Event description:
It was reported that a user started a new libre 3 plus sensor and the ilet indicated ongoing pairing with no warmup display, consistent with a sensor pairing failure that subsequently resolved after a rescan and brief wait. Symptoms included no clinical symptoms. Outcomes included no clinical impact and restoration of expected sensor warmup and data flow. Investigation included guided troubleshooting and education with a sensor rescan and observation period. Investigation of this case revealed transient communication or pairing interruption between the ilet and the libre 3 plus sensor that resolved with standard rescan procedures, with no device damage or malfunction reproduced. It was concluded, based on previously established findings for similar reports, that the cause was user-resolvable connectivity timing during initial sensor start.